Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field specialist, during the transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra resilia valve, post successful valve implantation, the radiopaque tip of the 14fr esheath+ was observed on fluoroscopy to have separated and embolized into the left internal iliac. There was difficulty experienced withdrawing the 26 mm commander delivery system back into the 14fr esheath+. Vascular surgery was consulted, and a decision was made to leave the piece in the external iliac as it was observed to be stable, and further intervention would pose a higher risk. The patient was stable.

Manufacturer narrative:
A supplemental report is being submitted for correction and includes additional information based on device evaluation. The following sections of this report have been corrected/updated: d9 (device availability), h3 (device evaluated by manufacturer), h6 (component code, device codes, type of investigation) and h11 (additional narrative/data). The device was returned for evaluation. The esheath+ liner was observed to be fully delaminated and it was confirmed that the c-marker band was missing. The investigation is still ongoing.

Manufacturer narrative:
A supplemental report is being submitted for correction and includes additional information based on the investigation. The following sections of this report have been corrected/updated: h6 (component code, type of investigation, investigation findings, investigation conclusions) and h11 (additional narrative/data). The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into these types of events is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The device was returned for evaluation. Visual evaluation of the returned esheath+ revealed the sheath shaft was twisted and kinked at approximately 3 inches and 3.5 inches from the sheath tip. This was likely due to the returned packaging condition. An unknown non-edwards white tube was noted to be inserted through the sheath hub. The liner was fully expanded as designed. The liner was delaminated approximately 4.5 inches from the distal tip with liner bunching at 3 inches from the distal tip. There was a stress mark noted on the high-density polyethylene (hdpe) at 3 inches from the distal tip. The distal tip was opened as designed. The c-marker was missing from the distal tip and delaminated liner. There was an additional stress mark observed approximately 4 inches from the sheath tip and minor scratches were present at 2 inches from the distal tip. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting, or showing evidence of, sheath liner delamination manifested during withdrawal of the delivery system has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to withdrawal of altered balloon profile, non-coaxial alignment, patient factors, and/or excessive manipulation. In addition, c-marker band separation can occur as a result of device manipulation used to overcome the withdrawal difficulty. In regard to the esheath+ liner delamination, this event was confirmed based on the evaluation of the returned device. The available information suggests that procedural factors (withdrawal of altered balloon profile and device manipulation) may have contributed to the event as it was reported that "a small volume was still in the balloon when there was difficulty pulling back into the sheath." Withdrawal of a delivery system with an altered balloon profile (burst/torn balloon, residual fluid in balloon, etc.) Can lead to the system to catch onto the sheath liner. The operator may apply excessive manipulation to overcome any difficulty, which can further delaminate the liner as the delivery system is pulled through the sheath. In regard to the separation of the c-marker from the esheath+ which was reported to have remained in the patient, this event was also confirmed based on the evaluation of the returned device. The available information suggests procedural factors (device manipulation) may have cause or contributed to the c-marker separation. C-marker band separation can occur when excessive manipulation is applied to overcome withdrawal difficulty. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.